Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported when the physician opened the kit all the glass drug vials of saline, lidocaine, and lidocaine/epinephrine were found broken. As a result, the kit was not used and a new kit was placed successfully. They do know if this caused a delay in treatment, no pt death, and no pt complications were reported.